Event description:
Physician reported a pt injected with radiesse dermal filler and botox in the glabella in 2009. The following day, the pt reported developing an unusual bruise with sharp red demarcation lines and bluish-white center extending up to the hairline.

Manufacturer narrative:
The pt used warm compresses and aspirin during the weekend showing no improvement. Physician was contacted and prescribed anti-biotic doxycycline. Pt returned on clinic in 2009 with bluish discoloration, pustules and the skin beginning to break down. Physician stated she felt the event was a necrotic vessel occlusion. During a follow-up the physician reported the pt returned to the office the same day. Physician prescribed anti-bacterial creams, altabax and silvadene for the pt. The pt was seen two days later, and the symptoms are resolving.